Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode received inappropriate shocks due to t-wave oversensing. The inappropriate shocks had occurred in alternate and secondary vectors. An attempt to reprogrammed to primary vector was made however resulted in inappropriate untreated episodes due to continued t-wave oversensing. It was found the electrode had migrated resulting in the oversensing. An invasive procedure was performed and the electrode was successfully repositioned. No additional adverse patient effects were reported.